Event description:
Reporter used on back and did not feel heat or discomfort while wearing patch. She checked patch area periodically while wearing it. After removal, she had a painful burn and blisters on center of patch application area. She has seen doctor and is using antibiotic cream daily on area.